Manufacturer narrative:
(B)(4). Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the caregiver (cg) switched the supply bag and final bag. A customer contacted a baxter technical service representative (tsr) regarding an alarm that appeared on the display of the home patient's (hp) homechoice (hc) machine during dwell 4 of 4, patient connected. The cg stated that when the supply line bag became empty, she had switched the supply bag and final bag and now the heater bag and the final line bag are empty. The tsr assisted the cg with ending of therapy early procedure and the cg to notify the peritoneal dialysis registered nurse of missed therapy. There was patient involvement but no reported injury or medical intervention.